Event description:
It was reported that the pump reached elective replacement indicator (eri) and was noted to have ¿white material surrounding it.¿ there were no other patient symptoms. The medication delivered by the device system was not provided. It was later reported that the white material was found during pump replacement. It was not determined what the white substance was; however, the substance was cultured and was found to not be an infection. The device system delivered morphine and clonidine. .

Event description:
It was later reported that the healthcare provider (hcp) questioned that the event could have been due to a prior pocket refill that went undetected; however, per the hcp the cause remained unclear. There was no patient injury. The patient recovered without sequelae following the pump replacement.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11001r61, implanted: (B)(6) 2002, product type catheter. (B)(4). Analysis of the pump (B)(4) revealed a high resistance pump battery.